Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, the device was interrogated before opening the package and battery voltage was found to be lesser at 2.75 volts, indicated as premature battery depletion/unexpected longevity. The ipg was not implanted and was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.